Manufacturer narrative:
Manufacturers ref# (B)(4). H6: method code: device not accessible for testing (4117). Summary of investigational findings: a 69-year-old male patient presented with a type b aortic dissection and underwent emergency tevar on (B)(6) 2020. A zta-p-46-167 was deployed across the left subclavian artery (lsa) with the proximal landing zone just distal to the left common carotid artery (lcca). It was reported that when the stent graft was released the bare stent did not oppose the wall as expected and one of the stent apexes appeared to curl back on itself along the inner curve of the aortic arch. The physician judged that it was too risky to try ballooning to straighten the stent graft and the seal seemed to be sufficient. Two additional grafts were implanted before the procedure was completed. No adverse events to the patient have been reported as a result of this event. The physician is aware that alpha thoracic does not have an indication for dissection. Two preimplantation ctas, implantation angiography, and a one-week post implantation cta were provided and reviewed by an imaging expert. Per the findings of the imaging review the zta-p-40-167 matched the intended seal zone diameter between the lcca and the lsa origins. The zta-p-40-167 rested along the outer aortic curvature during unsheathing and release. This was the result of endograft advancement to over the apex and up to the lcca origin of the elongated type iii arch. The position along the outer arch curvature would be anticipated given the depth of insertion and the shape of a type iii arch. The outer curvature position favored expansion on the lumen side of the bare and sealing stents over the outer curvature side. On the completion angiogram, the sealing stent expansion improved while one of the perched inner curvature bare stent apices was tipped backwards. The perched apex prevented the sealing stent from opposing the inner aortic curvature. Although the resulting gap allowed filling of the lsa around the endograft, antegrade false lumen perfusion through the proximal entry was significantly reduced if not eliminated. Because of the bare stent inversion, the proximal dissection however was not excluded. Although the aorta at the leading edge of the dissection between the lcca and lsa remained stable at 40mm maximal diameter, it was not stable at the lsa. Just posterior and inferior to the lsa origin, the aorta that was 42.7mm pre-implantation. At one week, it expanded to 47.2mm. Per the imaging reviewer¿s impression, the inversion prevents a proximal seal. Although, the descending thoracic false lumen was focally obliterated, a growing pseudoaneurysm adjacent the lsa origin demonstrates that a proximal seal maybe necessary. It is noted that the inverted bare stent apex¿s potential to penetrate the aortic wall is unknown. A review of the device history record gave no indication of the device being produced out of specification. Based on the provided information and imaging it has not been possible to establish an exact cause for this event. It is likely that the patient anatomy contributed to the device being pushed against the outer aortic curvature which favored expansion on the lumen side of the bare and sealing stents over the outer curvature side. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510k: similar to device marketed under p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: during the late night/early morning of (B)(6) 2020, the doctor deployed a zta-p-46-167 across the lsca to land at the distal edge of the lcca. After releasing the safety lock and rotating the green handle the bare stent did not oppose the wall as expected and the doctor felt one of the stent apexes even appeared to curl back on itself along the inner curve of the aortic arch. The doctor felt it was too risky to balloon or try anything to straighten the top of the graft out, but was disappointed that it did not land as planned, as the top side of the graft was still sitting exactly where he wanted on, along the outer curve of the arch, immediately behind the lcca. He did a run and was happy that flow to the lsca was delayed so felt he was still getting some sort of seal, and felt the main dissection tear was covered. Then he went on to deploy a further covered graft to the celiac, as well as a zdes to the aortic bifurcation. He deployed the grafts knowing that alpha thoracic does not have an indication for dissection. Patient outcome: no harm to the patient.